Event description:
Parent performed a test with a reading of 119, pt then went into diabteic shock and when the paramedics arrived, about 20 minutes later, they got a reading of 52 with an unknown meter. Pt was transported to the hospital and treated with dextrose in IV.